Event description:
This is the second type of filter we have had cracks in. Our original trifurcates with a filter were cracking and we changed to a trifurcate with a separate filter and those are cracking too. The crack in both options occurred in the center of the filter. Drops of fluid were seen in the center of the filters with no obvious crack. All connections on both options were tightened and secure upon assessment.